Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff noticed that a cable was found to be broken from the prograsp forceps instrument. It was reported that nothing fell into the patient and there was no patient harm or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's complaint of a broken cable. The instrument pitch cable was found to be broken at the distal clevis hub. The broken cable segment that contains the crimp was installed in the clevis. The clevis did not exhibit any damages or wear marks. The other cables at the instrument's wrist were not damaged. No other damages were found on the instrument. This complaint is being reported due to a broken pitch cable found on the prograsp forceps instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.